Event description:
Caller states patient tested 7.3 inr on the coaguchek xs system while a comparison lab returned as 4.96 inr. Patient's coumadin dose was held based on the meter result, and he was given vitamin k. Patient also had a nose bleed, for which he was able to treat himself. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The facility representative contacted baxter on (B)(6) 2010 to report an infusor that had a ruptured bladder. The event occurred close to the end of infusion on a patient. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.